Event description:
A 68 year old female unit clerk, had redness, severe swelling and blistering on face, worse where the mask was. Their voice was hoarse and felt like their throat was closing up. This happened several times from wearing the mask.